Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation for failed back surgery syndrome and spinal pain. It was reported that the patient was implanted with surgical paddle leads, 565 lateral implants. It was reported that stimulation was turned off but patient was having uncomfortable stimulation from the nerve root. No further complications were reported/anticipated. On (B)(4) 2018, additional information received from a manufacturer representative (rep) reporting that the patient was reporting left sided pain. Factors that may have led or contributed to the issue was the patient awoke from surgery with this pain and has had it since their surgery. It was reported that an x-ray was taken today ((B)(6) 2018) and it appeared as though the 5-6-5 lead was lateral to the left. The 5-6-5 lead was implanted laterally left. It was reported that the rep attempted to activate the patient¿s stimulator to see if the stimulation would help. Using the bottom two electrodes on the far right of the paddle resulted in left leg stimulation. The patient has been placed on pain medications. The issue has not been resolved at the time of the report. Surgical intervention has not occurred, but it was asked and was unknown whether it was planned. The status of the patient at the time of the report is they have pain on their left side and they are only able to sleep lying on the floor with their feet up. The event occurred since implant ((B)(6) 2018). No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID 977c165 lot# serial# (B)(4) implanted: 2018(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the healthcare provider (hcp) believed the pain was caused from lateral surgical lead implantation. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 977c165 serial(B)(4). Implanted: (B)(6)2018 product type lead. PMA/510(k) # p840001 missed in inital report medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the patient's lead and ins were explanted on (B)(6) 2018 as the lateral nature of the lead implant caused significant pain and the patient opted to have the system removed rather than revised.